Event description:
#Medwatcher #(B)(4). Since having the essure device implanted I have been in and out of the hospital. I have been in severe pain, have heavy bleeding, my intestines are inflamed, severe head aches and body joint and muscle pain. I have had nausea and vomiting with frequent unexplained fevers and my white blood cell count is all over the place. Since having these even my blood sugar is all over the place and I am not diabetic. I honestly feel like I'm dying a slow and very painful death.